Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent unspecified breast prostheses implantation with two unspecified mentor saline breast prostheses in 2014, is experiencing autoimmune issues since 2016. The patient reported crippling pain down her entire spine, anxiety and depression, chronic fatigue, phantom rashes, back,neck,shoulder pain, night sweats, hair loss, difficulty breathing, daily headaches, pressure behind eyes, brain fog, ringing in her ears. The patient reports that she was a full ride scholarship athlete and after she was implanted, she has not been the same. She reports a diminished quality of life. No product malfunction, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.